Manufacturer narrative:
Initial reprter: additional contact - the current un-blinded contact point for this study is: (B)(6). Mfg site name - (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial (super study). It was reported to boston scientific corporation that on (B)(6) 2014 the patient experienced left lower extremity swelling and sought medical attention. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". This event resolved on (B)(6) 2014. On (B)(6) 2014, the patient experienced a urinary tract infection and sought medical attention. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". This event resolved on (B)(6) 2014. Additional information august 1, 2016. On (B)(6) 2015, the patient sought medical attention for vaginal scarring. Vaginal dilators were recommended. This event was assessed as "mild" in severity, with "possible" relation to the uphold device/procedure.

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial (super study). It was reported to boston scientific corporation that on (B)(6) 2014 the patient experienced left lower extremity swelling and sought medical attention. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". This event resolved on (B)(6) 2014. On (B)(6) 2014, the patient experienced a urinary tract infection and sought medical attention. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". This event resolved on (B)(6) 2014.

Manufacturer narrative:
Pt age: the patient's age is unknown; however the patient was over 21 years of age. This event was also reported to the FDA in a ps130044 uphold lite 522 postmarket study status report. The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.